Event description:
It was reported that the patient experienced "withdrawals for several months". The pump contained dilaudid 10 mg/ml and clonidine 75 mcg/ml at a dose of 4.8 mg/day. No device troubleshooting was performed. The device was explanted and replaced.